Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket hematoma which showed drainage of a large amount of bloody fluid, clots and purulent discharge. The patient developed an infection. Antibiotics were administered, blood and wound cultures were taken. The implantable pulse generator (ipg) system was explanted. Upon opening of the pocket, there was a large amount of purulent drainage and the tissue did not appear healthy. A new ipg system was implanted on the right side of chest. No further patient complications have been reported as a result of this event.